Manufacturer narrative:
Method: no product was returned, therefore, no further eval could be performed.

Event description:
The pt underwent a f/u surgery on (B)(6) 2011 and an interspinous fixation device was removed. The level was then fixated with a facet screw. The interspinous fixation device was not replaced. It was noted by the reporter that there was no malfunction of the device. The reporter also noted that the pt had undergone other spinal surgeries prior to placement of the interspinous fixation device but details of these surgeries is unk.